Manufacturer narrative:
H3, h6: the software was returned to the manufacturer for analysis. In summary, the analysis concluded that the logs captured 5 sessions on the date of the issue reported. Out of 5 session, only in 2 sessions could they see a successful registration, session 2 and 5. In session 2, the user transitions from select procedure, images, plan, registration to plan, with two registrations performed using trace points only, resulting in error metrics of 6.15 mm with 132 trace points and 4.82 mm with 299 trace points. In session 5, the user transitions from select procedure, images, mergeimages, plan, registration, registration verify to navigation, with two registrations performed using trace points only, resulting in error metrics of 3.45 mm with 182 trace points and 1.67 mm with 614 trace points. The provided archive included one mr exam (182 slices) and one CT exam (172 slices), both with 1 mm slice thickness and spacing. Both were selected for merge with CT-1 as the reference, and the merge and verification appeared nominal. No plans were saved. A single registration with an accuracy of 1.7 mm was calculated using 620 trace points. There was a yellow and green zone of accuracy, yellow zone almost covering all of the anatomy. However, some points were collected in air, and point clusters were noted on the forehead. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6): (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged navigation inaccuracy during an optical cranial case. It was noted that navigation of the tumor was fine, but the bone flap was 5-6 mm off from expected. It was reported that the case proceeded without issue. The manufacturing representative (rep) mentioned the registration probe used during the case may have been bent. There was no impact on patient outcome and no surgical delay.

Event description:
It was reported that there was nothing unusual noticed in regards to the inaccuracy during the surgery. It was possible that the articulating arm moved during the case, but it was not confirmed. It was noted that the instruments in use were the pointer and cranial navigation frame.

Manufacturer narrative:
H2: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-a4 additional information h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.